Event description:
An issue was reported where the caller was updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer's blood glucose level dropped to 52 mg/dl due to this issue. The customer consumed carbohydrates to address the low blood glucose level without requiring third-party assistance, losing consciousness, or sustaining any injury. Technical support assisted the caller with updating the device settings as desired.